Event description:
It was reported that the atrial lead exhibited increased capture thresholds and loss of sensing. The lead was noted to have dislodged. The lead was explanted an replaced.

Manufacturer narrative:
Additional information received: voluntary medwatch form mw5058128. (B)(4).

Event description:
New information reported stated that the patient experienced severe pain and muscle spasms as a result of the lead dislodging.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.